Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted. Attempts to place the lead were unsuccessful due to the patient's occluded vasculature. During the attempted implant, a pneumothorax occurred. The physician elected to abandon placement of the shocking lead and allow for the pneumothorax to heal, independent of medical intervention.